Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty events were reported for this quarter. Twenty devices were received. Fifteen events were duplicated during testing. The reported event was not duplicated during testing for 3 devices; however, the devices were outside specifications. Seven devices were found to be affected by compromised lubrication. Eleven devices were found to be affected by corrosion. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events, in which the device overheated. Twenty events had no patient involvement; no patient impact.